Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product analysis has begun, but is not yet complete. The initial inspection indicates the one-minute (at 80k rpms) pre-repair temperature test results are as follows: 92 degrees f at t1, 85 degrees f at t2, and 140 degrees f at the collet. The ambient temperature was 80 degrees f. There was a failure at the collet and it needs to be replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that an indigo handpiece was getting warm. There was no patient impact or injury reported.